Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2014, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, removal of mesh, recurrence of hernia. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant preoperative complaints: ¿ (B)(6) 2015: (B)(6) indications: ¿the patient is a 65-year-old man who had 2 previous attempts at umbilical hernia repair with the robot that recurred and were complicated by an enterotomy. Important to note that at that time the patient had intractable ascites due to alcohol liver disease. This was one of the dominant reasons why they recurred. Subsequently, he has become abstinent from alcohol, underwent rehabilitation and repletion. His ascites is completely resolved. He has become physically fit and lost some weight in preparation for this operation. I am offering him this operation with a thorough understanding the risk of recurrence. The patient has a clear understanding of the issues, and all of his questions were answered to his satisfaction.¿ explant procedure: excision of excess abdominal wall tissue and mesh, repair of ventral incisional hernia with mesh, bilateral posterior innervated vascularized rectus flaps. Implant: ventralight. Explant date: (B)(6) 2015 (hospitalization dates unknown) ¿ (B)(6) 2015:(B)(6). Operative report. Assistant: (B)(6). Anesthesia: general plus thoracic epidural. Estimated blood loss: less than 20 ml. ¿ findings: ¿he had a minimal amount of adhesions intraabdominally. There was no bowel stuck to the overlying previous gore-tex mesh, which was rolled up and densely adherent to the inferior hernia sac. Palpation of the liver revealed it to be nodular. I could not visualize it, but it feels like it may actually have some macronodular cirrhosis. There were no significant varices seen in the omentum. His anterior abdominal wall fascia was not bad, and the posterior rectus fascia was satisfactory. Total length of the soft tissue repair was 20 cm in length x 7 cm in width.¿ ¿ description of procedure: ¿the patient underwent a thoracic epidural followed by general anesthesia without difficulty. A foley catheter was placed. He was given 2 grams of intravenous cefazolin. The abdomen was clipped, prepped with chlorhexidine and draped in a sterile manner. A surgical pause was held prior to proceeding. The operation commenced with an elliptical excision of the previous abdominal wall scar tissue as well as the hernia sac and adherent mesh. This resulted in a defect that was approximately 12 cm in length x 10 cm in width, but the soft tissue defect was 20 cm in length. We then created posterior innervated vascularized rectus flaps, first on the patient's right. This was taken all the way back to the linea semilunaris. This mobilized the posterior rectus sheath so they could be brought to the midline. However, this was insufficient to gain abdominal closure. Therefore, an additional innervated vascularized fascial flap was created on the left using the posterior rectus, and then the 2 rectus flaps were sewn to one another in the midline with a running 2-0 vicryl suture. It should be noted that I had to flex the table to do this. Then, an appropriate piece of ventralight mesh was cut 15 cm in length by 10 cm in width. This was secured to the anterior rectus with interrupted horizontal mattress sutures in such a way that there were no wrinkles in the mesh and that the anterior rectus fascia reapproximated itself. Then, the midline fascia was reapproximated to itself with interrupted figure of eight o prolene. A round #15 jackson-pratt drain was placed in the subcutaneous space. There was a plication of the anterior abdominal wall down to the midline and then deep dermal interrupted absorbable sutures. The skin was stapled. Telfa was applied for the dressing. The anesthetic was reversed, the patient was extubated, taken to recovery room in satisfactory, stable condition.¿ ¿ ¿a 22 modifier is requested because of the difficulty and extended time to complete this procedure. This was related to the need to excise excess scar tissue, previously placed mesh, and creation of flaps. The total time of the procedure was in excess of 3 hours which is 3 times as long to perform a standard incisional hernia repair.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 12629035 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6). (B)(6). Operative report. Assist: (B)(6). Anesthesia: (B)(6). Pre-op diagnosis: two midline ventral hernias. Post-op diagnosis: same. Operative procedure: laparoscopic ventral hernia repair with mesh. Estimated blood loss: minimal. Operative procedure note: ¿the patient was brought to the operating room, prepped and draped in the normal sterile manner after being placed under general anesthesia and intubated. A hassan trocar was placed two fingerbreadths below the xiphoid process with open placement. We made an incision in the fascia and placed zero vicryl sutures within the fascia. We entered the abdomen without complication. Two 5 mm trocars were then placed in the midline under camera visualization through 5 mm incisions placed in the skin. We oriented an appropriately sized 10 x 15 cm mesh and marked it externally and marked where the suture passer would go though the skin to suture it to the abdominal wall. We placed the mesh in the abdomen, which already had the zero vicryl sutures in the mesh, and we placed that in the abdomen and we used a suture passer to pull the sutures through the fascial wall making fascial wall bridge to tie down. There was good expansion of the mesh. The mesh was tied down approximately every centimeter and then mesh lay flat to the abdominal wall without any room for the bowel to slip through. The 10 x 15 mesh covered both ventral hernias where we could see the previous suture had pulled through the fascia. We left a 15 french blake drain in the pelvis through lower most 5 mm port and sutures it in place using 2.0 nylon sutures. The other trocar and the hassan trocar were removed. The hassan trocar site was closed using the zero vicryl sutures placed previously in the fascia. The skin incisions were closed using 3.0 nylon sutures to make it fluid tight as patient has fairly significant ascites from previous liver damage. The patient was hemodynamically stable throughout the case. No complications were encountered during the case. The patient tolerated the procedure well. Estimated blood loss was minimal. Counts were correct at the end of the case. The patient was transferred to the recovery room without complication.¿ (B)(6) 2014: [facility ni]. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 12629035. Use by: 2017-03. 10.0 cm x 15.0 cm x 1.0 mm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/12629035) was implanted during the procedure. (B)(6) 2015: [missing records: records for ¿alleged removal of mesh¿ were not provided.] Records span (B)(6) 2014. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.